Manufacturer narrative:
(B)(4). Additional associated products: stn pn thd tip .125x2.5in 2pk, 32-486259, vngd shortquick-release drill huck, zb151001, 407396, comp primary I/m guide block, 045420. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02974, 0001825034-2019-02975. Investigation results: review of the device history records identified no deviations or anomalies during manufacturing. Complaint sample was evaluated and the reported event was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed.

Event description:
It was reported that during procedure, the release drill huck did not hook the pins. The pin was fractured and stuck inside the guide block component. It was not possible to take it out. It is not sure if any piece remains in the patient. The pin was fractured because the surgeon did not take out the yellow drill and the drill hit the pin. The guide block component did not close properly and they had to tight with another piece. The result of surgery was satisfactory, the surgical steps were followed and the event with the pin was due to the hit of the drill and the problem was solved when the drill was taken out. No more information available.